Event description:
It was reported on (B)(6) 2012 that the patient was not able to make adjustments to her implantable neurostimulator (ins) using the patient programmer (pp) with the antenna attached. It was also reported that on (B)(6) 2012 the patient turned her ins off before visiting the dentist. After the dental appointment, the patient turned her device back on and it "went up high" and "knocked her off of her feet it hurt so badly." The patient felt pain, but was able to lower the intensity of the stimulation. Additional information received on (B)(4) 2012 reported that the patient was still having concerns with her device or therapy but had not sought out help from her physician. Although the patient's device had "been a blessing" and she had received previous assistance from her physician and her concerns resolved, another issue arose. The patient was unable to go to her physician at the time of the report. The patient's device was not staying on, despite the patient being sent a new remote from the manufacturer. It was unclear as to which of the patient's two ins' were related to the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3095-10, serial #: (B)(4), implanted: (B)(6) 2006, product type: extension; product ID: 3095-10, serial #: (B)(4), implanted: (B)(6) 2008, product type: extension; product ID: 3080, lot #: l85922, implanted: (B)(6) 2010, product type: lead; product ID: 3080, lot #: l85922, implanted: (B)(6) 2000, product type: lead; product ID: 3037, serial #: (B)(4), product type: programmer; patient product ID: (B)(4), serial #: (B)(4), product type: programmer. (B)(4).